Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found several hypotube kinks throughout the device. The distal tip was damaged. There were stent struts in the first distal row that were stretched and bent. The balloon of the device were visually and microscopically examined and no issues were noted. The balloon was tightly wrapped and was not subjected to positive pressure. There were no issues with the shaft polymer. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-may-2016. It was reported that crossing difficulties were encountered. The 98% stenosed, 2.75mm in length, 26mm in diameter target lesion was located in the severely tortuous and calcified left circumflex artery (lcx). A 28x2.75 promus premier drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a distal stent damage.